Manufacturer narrative:
Investigation x-inspect stock product analysis and findings complaint (B)(4). Was the complaint confirmed? Yes. Distribution history: the complaint product was manufactured at csi in 1999, the workorder number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly.. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. The cryo tip returned with the unit is an old style tip with a damaged insulator. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the high pressure line leaking to the receptacle. This is being attributed to normal wear and tear. Correction and/or corrective action the high pressure line to the receptacle was repaired. The unit was tested ok with an ll100 cryo unit. The unit was returned to the customer. The cryo tip was returned to the customer "as-is". No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Details reported on e-complaint (B)(4): "gas leak. Purchased from third party as used, but functioning unit. Gas leak noted upon delivery item." Fs log # (B)(4). 1216677-2022-00339 wa4000 20 n20 conn 900509-4 e-complaint (B)(4).

Event description:
Details reported on e-complaint (B)(4): "gas leak. Purchased from third party as used, but functioning unit. Gas leak noted upon delivery item." Fs log # 99601. Wa4000 20 n20 conn, 900509-4, e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.